Event description:
It was reported that during therapy in the arctic sun device, the patient temperature was 33.2c and target temperature was 33c. Nurse reported low air leak alert displayed on screen. The water temperature was 22.1c, flow rate was 1.7, trend was 1 bar up, system hours were 1798, pump hours were 1620, inlet pressure was 7.0 psi, circulation pump command was 51 percent, water rate was 5. Stated user was placed with 4 medium pads with good pad coverage. Verified that there were no kinks in any of the arctic gel pads to the fluid delivery line. Nurse stated the device had been filled before calling and the fluid fill tube was full of water. Mss instructed how to drain 500ml from right drain port and to replace fluid fill tube appropriately. Instructed to disconnect and reconnect pads with proper technique. The water temperature was 18c, flow rate was 2.2, inlet pressure was -7psi, circulation pump command was 64 percent, and the trend was 1 bar down. Nurse observed a lot of air in thigh pad lines, but no additional alarm or low air leak displayed. After 10 minutes, no additional alarms noted, flow rate was 1.6, water temperature was 22.5 c, patient temperature was 33.2 c, still nurse saw a lot of bubbles in the thigh pads. Mss suggested to change the pads if the flow rate dropped or additional flow rate or low air leak. Mss advised the nurse to give the pads to the charge nurse or team lead and that would alert the tm/cm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during therapy in the arctic sun device, the patient temperature was 33.2c and target temperature was 33c. Nurse reported low air leak alert displayed on screen. The water temperature was 22.1c, flow rate was 1.7, trend was 1 bar up, system hours were 1798, pump hours were 1620, inlet pressure was 7.0 psi, circulation pump command was 51 percent, water rate was 5. Stated user was placed with 4 medium pads with good pad coverage. Verified that there were no kinks in any of the arctic gel pads to the fluid delivery line. Nurse stated the device had been filled before calling and the fluid fill tube was full of water. Mss instructed how to drain 500ml from right drain port and to replace fluid fill tube appropriately. Instructed to disconnect and reconnect pads with proper technique. The water temperature was 18c, flow rate was 2.2, inlet pressure was -7psi, circulation pump command was 64 percent, and the trend was 1 bar down. Nurse observed a lot of air in thigh pad lines, but no additional alarm or low air leak displayed. After 10 minutes, no additional alarms noted, flow rate was 1.6, water temperature was 22.5 c, patient temperature was 33.2 c, still nurse saw a lot of bubbles in the thigh pads. Mss suggested to change the pads if the flow rate dropped or additional flow rate or low air leak. Mss advised the nurse to give the pads to the charge nurse or team lead and that would alert the tm/cm.